Event description:
The patient underwent attempt at placement of a closure device on the atrioseptal defect. This resulted in the device traveling to the main pulmonary artery and it could not be retrieved. The patient required emergency surgery based upon the migration of the device to the pulmonary artery. The patient was admitted to cardiac surgical unit immediately post operative and kept on vent overnight. Hospitalization required as result of incident.====================== health professional's impression======================closure device broke off